Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ez change was cleaned to resolve the issue. Customer contact reports no patient information is available. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error that resulted in high co2 delivery. There was no report of patient injury.